Event description:
It was reported that the catheter was inserted between lumbar vertebrae 2/3. During the removal of the epidural catheter the catheter "got separated" and 7 cm of the catheter remained in the pt. The piece had to be removed "neurosurgically." There was no reported patient death. Medical/surgical intervention was required to remove the piece from the pt. The pt outcome is ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.